Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse pt effects were reported. The event will be re-evaluated if add'l info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported that this lead displayed pacing impedance measurements less than 100 ohms with increased threshold measurements. The device was reprogrammed to a unipolar configuration. An invasive revision procedure was performed, and this lead was surgically abandoned (capped). During the procedure, the device was explanted due to normal battery depletion. No adverse pt effects were reported during the procedure. The lead was actively implanted for approx 9 yrs, 7 months.